Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034 - 2018 - 03314. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, the plastic surface of the provisional was fractured when the surgeon attempted to pull it out using a tonsil. No adverse events have been reported as a result of the malfunction.